Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had and the pump had experienced high blood glucose. The customer¿s blood glucose level was 581 mg/dl, 560 mg/dl, 260 mg/dl, 432 mg/dl, 528 mg/dl and was over 600 mg/dl. The customer declined troubleshooting high blood glucose and blood site. The insulin pump will not be returned for analysis.